Event description:
A report was received that the patient stated that the ipg was not working. Reprogramming was attempted, but not successful. The patient's ipg was replaced and the patient is reportedly doing well.

Event description:
A report was received that the patient stated that the ipg was not working. Reprogramming was attempted, but not successful. The patient's ipg was replaced and the patient is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient stated that the ipg was not working. Reprogramming was attempted, but not successful. The patient's ipg was replaced and the patient is reportedly doing well.